Manufacturer narrative:
No medwatch form was received.

Event description:
Two days post impant, the patient presented to the emergency room with shortness of breath, palpitations, and angina. A left-heart catheterization and intervention with a stent was attempted before ultrasound was ordered for perforation. The lead was 2 cm outside the heart. Pericardiocentesis was performed. Lead was repositioned in 2008.